Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator wire has foreign objects and light guide lens inside had discoloration and adhesive had a stain. There was no patient involvement.